Event description:
It was reported that the delta chamber of the valve leaked.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. It was within specs for pressure-flow and preimplantation tests. The delta chamber showed no signs of damage and did not leak. The conditions of the complaint could not be duplicated. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.